Manufacturer narrative:
Device lot number/serial number unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (switzerland) experienced diminished therapy when utilizing their scs system. Reportedly, x-ray images were inconclusive. As such, surgical intervention was undertaken wherein the system was explanted and replaced with a new system which resolved the issue.